Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the device was in use with a patient undergoing extracorporeal membrane oxygenation (ECMO) therapy in the surgery department. The consoles were connected to a multi-outlet power extension attached to a locally manufactured centrimag system cart. During the patient transfer, the consoles were disconnected from the power extension, and when the console's power cable was plugged back into the power strip, the extension produced an electrical discharge accompanied by a spark. This event did not cause any consequences for either the equipment or the patient. Afterward, the consoles were connected directly to a regulated power outlet and operated without any issues. The system was in use with the patient and was functioning properly. After the event, the local technical support team inspected the consoles and did not find any damage to either the power cables or the consoles.

Event description:
It was communicated on (B)(6) 2026 that the spark occurred when the console¿s power cable was plugged into the power strip. There was no damage seen on the console power cables prior to use. It was stated that the local technical support team inspected the consoles after the event and did not find any damage to either the power cables or the consoles.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag console, serial number (B)(6), and reported event of a spark occurring after connecting the console to alternating current (ac) power, was not conclusively determined. No photos of the reported event were submitted for review and no alarms were identified. Provided information indicates the console was connected to a multi-outlet extension. The root cause of the reported event could not be conclusively correlated to an issue with the console. Labeling indicates to insert the power cord into the ac wall outlet only. Do not use power strips and socket extensions. To avoid risk of electric shock, the centrimag equipment must only be connected to a mains supply with a protective earth. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 6.5 ¿powering up the console¿ instructs users to never connect the centrimag console to a power strip or socket extensions. Users are instructed to only connect the console to an ac wall outlet. No further information was provided. The manufacturer is closing the file on this event.